Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns 82-year-old asian male patient. Patient had no medical history. No previous drug adverse reaction. No family drug adverse reaction and no concomitant medication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from cartridge via a reusable device (humapen ergo ii), 16 units in morning and 8 units in evening, twice daily, subcutaneously for diabetes mellitus, beginning on an unknown date in 2003 or 2004 (conflicting dates provided). On an unspecified date, he started to use humapen ergo ii. On an unknown date while on human insulin isophane suspension 70%/human insulin 30% therapy, he had been hospitalized to adjust his blood glucose (exact values, units and reference ranges were unknown). During the hospitalization, unspecified brands of diabetes medicine was used as a corrective treatment, but he was dissatisfied and stopped using it on his own after being discharged. In recent years (as reported), his age became older and become a little abnormal as he was very confused, too poor memory, could not hear clearly/hard of hearing, and also had blurred vision. On an unknown date, humapen ergo pen (I) body had issue and he used tape to stick the pen body. On an unspecified date, he got replacement (lot: unknown/ pc: 7512708). On 17-sep-2024, he found that that the transparent cartridge holder was cracked. It fell off when twisting and he was still using the humapen ergo pen (ii) (lot:1610d03/ pc: 7512709). He used broken pens ( improper use). Information regarding further hospitalization details, corrective treatment and outcome of events were not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the reusable devices (humapen ergo ii) was the patient, and his training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was not reported. The status of reusable devices (humapen ergo ii) and their return status was not provided. The reporting consumer did not know if events were related with human insulin isophane suspension 70%/human insulin 30% therapy but did not provide relatedness of events with suspect reusable devices. Edit 17oct2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2024-00056 since there is more than 1 device implicated.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 20nov2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2024-00056 since there is more than 1 device implicated. Evaluation summary: a male patient reported that the transparent cartridge holder of his humapen ergo ii was cracked. It fell off when twisting and he continued to use the pen. He experienced abnormal blood glucose. The device was returned to the manufacturer for investigation (batch: 1610d03, manufactured october 2016), however no cartridge holder was returned. The device was evaluated and met functional requirements with the use of an investigation cartridge holder. No malfunction was identified. A complaint history review did not identify any atypical findings with regard to device cartridge holder issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient continued to use the device after experiencing the alleged device issue. The core instructions for use state if any of the parts of your humapen ergo ii appear broken or damaged, do not use. In addition, the patient reported visual impairment. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. While it is unknown how long the patient used the device, based on the amount of time elapsed since the device was manufactured (october 2016), it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient continued to use the device after experiencing the alleged complaint issue, used the device while visually impaired, and likely used the device beyond its approved use life. It is unknown if these misuses are relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns 82-year-old asian male patient. Patient had no medical history. No previous drug adverse reaction. No family drug adverse reaction and no concomitant medication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from cartridge via a reusable device (humapen ergo ii), 16 units in morning and 8 units in evening, twice daily, subcutaneously for diabetes mellitus, beginning on an unknown date in 2003 or 2004 (conflicting dates provided). On an unspecified date, he started to use humapen ergo ii. On an unknown date while on human insulin isophane suspension 70%/human insulin 30% therapy, he had been hospitalized to adjust his blood glucose (exact values, units and reference ranges were unknown). During the hospitalization, unspecified brands of diabetes medicine was used as a corrective treatment, but he was dissatisfied and stopped using it on his own after being discharged. In recent years (as reported), his age became older and become a little abnormal as he was very confused, too poor memory, could not hear clearly/hard of hearing, and also had blurred vision. On an unknown date, humapen ergo pen (I) body had issue and he used tape to stick the pen body (improper use). On an unspecified date, he got replacement (lot: unknown/ pc: (B)(4). On (B)(6) 2024, he found that the transparent cartridge holder was cracked. It fell off when twisting and he was still using the humapen ergo pen (ii) (lot: 1610d03/ pc: (B)(4). He used broken pens (improper use). Information regarding further hospitalization details, corrective treatment and outcome of events were not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the reusable devices (humapen ergo ii) was the patient, and his training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was not reported. The reusable device (humapen ergo ii) (lot: unknown/ pc: (B)(4) was not returned to the manufacturer and its status was not reported. Humapen ergo ii (lot: 1610d03/ pc: (B)(4) was returned to manufacturer. The reporting consumer did not know if events were related with human insulin isophane suspension 70%/human insulin 30% therapy but did not provide relatedness of events with suspect reusable devices. Edit 17oct2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 24oct2024: additional information received on 18oct2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii devices associated with product complaints: (B)(4). Added device manufactured date for suspect humapen ergo ii device associated with product complaint: (B)(4). Updated that devices were not returned to manufacturer. Corresponding fields and narrative updated accordingly. Update 20nov2024: additional information received on 15nov2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint: (B)(4). Updated device returned to manufacturer from no to yes, malfunction from unknown to no. Added device return date for suspect humapen ergo ii device associated with product complaint: (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 24oct2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2024-00056 since there is more than 1 device implicated. Lss analysis summary: a male patient reported that the transparent cartridge holder of his humapen ergo ii was cracked. It fell off when twisting and he continued to use the pen. He experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch: 1610d03, manufactured october 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to device cartridge holder issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient continued to use the device after experiencing the alleged device issue. The core instructions for use state if any of the parts of your humapen ergo ii appear broken or damaged, do not use. In addition, the patient reported visual impairment. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. While it is unknown how long the patient used the device, based on the amount of time elapsed since the device was manufactured (october 2016), it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient continued to use the device after experiencing the alleged complaint issue, used the device while visually impaired, and likely used the device beyond its approved use life. It is unknown if these misuses are relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns 82-year-old asian male patient. Patient had no medical history. No previous drug adverse reaction. No family drug adverse reaction and no concomitant medication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from cartridge via a reusable device (humapen ergo ii), 16 units in morning and 8 units in evening, twice daily, subcutaneously for diabetes mellitus, beginning on an unknown date in 2003 or 2004 (conflicting dates provided). On an unspecified date, he started to use humapen ergo ii. On an unknown date while on human insulin isophane suspension 70%/human insulin 30% therapy, he had been hospitalized to adjust his blood glucose (exact values, units and reference ranges were unknown). During the hospitalization, unspecified brands of diabetes medicine was used as a corrective treatment, but he was dissatisfied and stopped using it on his own after being discharged. In recent years (as reported), his age became older and become a little abnormal as he was very confused, too poor memory, could not hear clearly/hard of hearing, and also had blurred vision. On an unknown date, humapen ergo pen (I) body had issue and he used tape to stick the pen body (improper use). On an unspecified date, he got replacement (lot: unknown/ pc: 7512708). On (B)(6) 2024, he found that the transparent cartridge holder was cracked. It fell off when twisting and he was still using the humapen ergo pen (ii) (lot: 1610d03/ pc: 7512709). He used broken pens (improper use). Information regarding further hospitalization details, corrective treatment and outcome of events were not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the reusable devices (humapen ergo ii) was the patient, and his training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was not reported. The status of reusable devices (humapen ergo ii) was not provided and the pens were not returned to the manufacturer. The reporting consumer did not know if events were related with human insulin isophane suspension 70%/human insulin 30% therapy but did not provide relatedness of events with suspect reusable devices. Edit 17oct2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 24oct2024: additional information received on 18oct2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii devices associated with product complaints: (B)(4). Added device manufactured date for suspect humapen ergo ii device associated with product complaint 7512709. Updated that devices were not returned to manufacturer. Corresponding fields and narrative updated accordingly.